Event description:
A customer reported that the results obtained from two patient samples run on a vitros 5600 integrated system were associated with the incorrect patient names and the incorrect tests were run. Mis-associated patient results may lead to inappropriate physician action. In both instances, the discrepancy was identified and no mis-associated results were reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that the incorrect tests were run on two different patient samples and the results obtained were mis-associated with the unintended patient names. The event in question occurred when using a vitros 5600 integrated system. Investigation determined that the cause of the event was improper sid reuse. The customer was referred to the relevant section of the vitros instrument user guide that describes how to properly manage sid¿s that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the same sid on a different sample without completion of the original request or deletion of the pending testing will cause the original information to be carried forward. In addition, the csc assisted the customer in configuring the sid auto deletion feature on the vitros instrument to help prevent reoccurrence of the issue. The investigation determined that the root cause of the event was user error due to improper sid reuse. The vitros instrument did not malfunction.